Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side rupture. Later, healthcare professional reported "capsular contracture baker grade IV" and "rupture". This record is for the right side. The device has been explanted.

Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed 5 openings on the device with the following assessments, 3 surgical damage, 1 unidentified (tear) opening and 1 inconclusive. ¿capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "rupture" confirmed via ultrasound and MRI. Later healthcare professional reported "capsular contracture baker grade IV" and "rupture". This record is for the right side. The device has been explanted.